Event description:
It was reported that an occlusion alert occurred on an ilet insulin pump using an infusion set and was resolved only after the user replaced the cartridge, connector, tubing, and infusion set; after replacement, the pump showed no active alerts and resumed insulin delivery, yet blood glucose remained elevated around 300 mg/dl, confirmed by fingerstick around 312 mg/dl for about an hour, during which the system delivered incremental correction insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Customer care provided support that included review of device data via the ilet mobile app confirming insulin delivery following the supply change and verification that occlusion alerts were absent after component replacement. Investigation of this case revealed that the occlusion was addressed by replacing the infusion set and related disposable components, after which insulin delivery proceeded as expected and the device functioned within design. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion that resolved with replacement and required no further device intervention.